Event description:
Medtronic received information regarding a navigation system being used in a cranial biopsy. It was reported that the system was being used during a tumor resection. With a partially endoscopic and partially with a face flap. The health care professional (hcp) was using a 90 degree suction and wanted to switch to the straight suction. While trying to verify the straight suction, the navigation system made the noise indicating verification wasn't successful, however no message appeared at the bottom to say so or to show distance and angle to divot. The manufacturer representative (rep) thought it was strange so they tried to open the emitter details to check that they were in the field. The rep was unable to open any details. They tried to exit the full screen without success. Then they started to click around, such as to change the views, and nothing worked with either the mouse or touch screen. They unplugged the instrument tracker and plugged it back into another port. Everything they tried to click seemed to open and the screen unfroze. The hcp was then able to verify the straight suction and continue. The delay was minimal (under 1 minute). This was a long procedure, with the navigation system having been on for approximately 6-7 hours by this point. The system was used for the remainder of the procedure with no issues (total time approximately 9-10 hours). There was no reported impact to the patient.

Manufacturer narrative:
Patient information was unavailable from the site. Concomitant medical products: other relevant device(s) are: product ID: 9735737, version #: 2.0.1. Device evaluated by MFR: no parts have been received by the manufacturer for evaluation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H3: a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. H6: fdm b01, fdr c19, and fdc d14 are applicable to the software analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.